Event description:
It was reported that a spectrum iq infusion pump alarmed downstream, pressure was between 6.52-7.20. The pump got stuck alarming after the pressure hits then needs to be restarted to stop the alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem "ds pressure is between 6. 52-7. 20. The pump will get stuck alarming after the pressure hits. The pump then needs to be restarted to stop the alarm" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.